Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient¿s pocket revision did not occur on (B)(6) 2020 as was originally reported. They said that the ins was implanted on (B)(6) 2020, and the revision occurred sometime later in 2020. However, they did not have any additional information regarding the date.

Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted with their first system in the fall of 2019. It was irritating and was protruding and pushing out. They had a lot of pain every time they went to sit down. It was uncomfortable even laying down. They noticed this maybe two months after implant, and contacted their healthcare provider to ask if they would move the implant. The doctor had them point where they wanted it and said as long as it was not on the belt line. They said they wanted it under the belt line. The manufacturer representative was there at implant, and was the cheerleader. The doctor did not seem like they wanted to do it or was not sure about it. The doctor marked where they thought it was best to move the implant. The patient had it repositioned on (B)(6) 2020 because it was causing them pain. Additional information was received from a manufacturer representative (rep). The rep confirmed they were aware of the previously reported event and were present at the revision surgery on (B)(6) 2020. The patient implant was repositioned that day for better comfort.